Event description:
It was reported that the event occurred in the cath lab. The patient was to undergo an acute coronary angiogram and intra-aortic balloon (iab) insertion. The iab was prepped per instruction and the sheath was inserted into the patient's right femoral artery. The md could not advance the iab through the super arrow-flex (saf) sheath. As a result, the iab was removed from the saf sheath and another iab was inserted successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. The therapy was delayed, however, the time frame is unknown. The outcome of the patient is not available. Additional information received on 11/4/2010, from the distributor stated "there were no complications with the patient and an alternative saf was used successfully." Further clarification received from the distributor on 11/05/2010 stated "a new iab kit was opened and the saf sheath was used."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.